Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section e1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Warning: never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a healthcare professional that during an endovascular embolization, a 4.5x14mm enterprise vascular reconstruction device (product code: enc451412, lot number: 8962456) became impeded at the proximal end of the prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: unknown) and was unable to advance. The physician attempted to retract the device, and the stent was noted to have prematurely detached from the delivery wire while inside the microcatheter (mc). The physician subsequently removed the microcatheter and the detached stent from the patient. A new set of devices was used, and the procedure was completed. No patient injury or additional intervention was reported. Additional event information received on 10-feb-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were not able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: it was reported by a healthcare professional that during an endovascular embolization, a 4.5x14mm enterprise vascular reconstruction device (product code: enc451412, lot number: 8962456) became impeded at the proximal end of the prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: unknown) and was unable to advance. The physician attempted to retract the device, and the stent was noted to have prematurely detached from the delivery wire while inside the microcatheter (mc). The physician subsequently removed the microcatheter and the detached stent from the patient. A new set of devices was used, and the procedure was completed. No patient injury or additional intervention was reported. Additional event information received on 10-feb-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were not able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. The device was returned to j&j medtech for further investigation. A non-sterile prowler select plus 150/5cm microcatheter was returned contained in the decontamination pouch. Upon receiving of the device, a visual inspection was performed and the stent component of the associated device was detached in the luer hub of the microcatheter, the ID band was cut and one compress condition was found at 3.9 cm from the distal end of the catheter. No additional damages were identified. The stent was retrieved. The microcatheter was flushed using a lab sample syringe. A lab sample guidewire was carefully inserted into the funneled hub of the microcatheter and it was advanced into the catheter lumen until the distal end. The guidewire was completely withdraw from the microcatheter. No resistance/friction/obstruction was experienced during test. The microcatheter was confirmed to be within specifications for the inner diameter (ID). The lot number is not known; therefore, a device history record review cannot be completed. The issue reported regarding an obstructed microcatheter could not be confirmed, as the guidewire was able to be advanced and retracted without identifying any obstructions. Other procedural and clinical factors that could not be replicated during the laboratory investigation may have contributed to the failure mode reported. The cut ID band and compressed conditions were not originally reported, and the exact time of occurrence cannot be determined; therefore, these damages are not considered related to the failure reported. As part of j&j medtech quality process, all devices are manufactured, inspected and released to approve specifications. Therefore, no internal action is required at this moment. ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.